Event description:
It was reported that during patient treatment, the ventilator stopped. There was no patient harm. (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse). The reported stop of ventilation could not be duplicated. The ventilator passed functional and pre-use checks and was cleared for clinical use. No parts were replaced. Evaluation of the received ventilator logs showed that the ventilator generated a technical error code for communication error. When this communication error occurs, values and curves can be lost from the screen during a monitor restart, but the ventilator will continue to ventilate with previous settings. There is no stop of ventilation. No change in settings can be made after the alarm occurs and the alarms can only be reset by doing a system restart. The rot cause of the communication error has not been determined.

Event description:
Manufacturer's ref #: 242803